Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. The device was received in with corrupted history files. Cracked reservoir tube lip and scratched lcd window was also noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was malfunctioning and the doctor wanted a replacement. The caller stated that the device alarmed and the battery last two days. The father stated that the insulin pump did not shut down after giving the bolus and he got too much insulin. The caller stated that the customer had a bad incident and he was spelling ketones and a virus; the customer ended up in the hospital. The customer was wearing the insulin pump and the event happened more than a year ago. No further information was provided.